Event description:
Reporter noted the phaco tip wasn't working while in the eye. Removed tip and found that it had separated from the body, but remained in sleeve. Changed tips to complete case. Observed a minor corneal burn and used one suture to close wound. Prognosis was reported as no obvious problem. Felt fluid flow had been restricted at some point.